Event description:
Philips received a complaint in which it was stated that on the (B)(6) 2017 they had a serious incident during a study executed with the system: a new born was constipated and because she was not able to defecate, the pediatrician decided to ask for an urgent study to detect possible rectal malformations. Just before the study, the patient defecated, this is reported by the radiologist to the pediatrician, asking to cancel the enema. The pediatrician insists in performing the study as she continues suspecting about congenital malformations. The study is continued. The study consists on introducing a rectal catheter, foley type, to administer a radiopaque contrast in the colon to visualize it with x-ray fluoroscopy. To prevent that the contrast escapes through the anal sphincter, the catheter has in its base a balloon that is inflated with intravenous or air through and additional conduit. The nurse mixed up the conduits in the catheter and injects with pressure the contrast without being aware that actually it is entering into the balloon inflating it too much, and because the contrast is not shown on the image, more contrast is injected without result, after which they decide taking it out. This procedure has caused internal damages in the patient that have not been noticed. At that moment, the system shuts down completely (including the di digitizer) without knowing the reason. After restarting the system (probably with an incorrect sequence), they get a generator error. They call the coordinator, and he notices that the mains supply power of the hospital that feeds the generator is not active, so he presses the start button restarting this way the mains supply panel. System is rebooted and it starts without any problem and they continue with the rest of patients. While this occurs, they have decided to postpone the study to the new born to the next day and she is taken back to the intensive care unit where she passes away.

Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: the analysis is done by r&d system designer, q&r: safety officer and clinical scientist using the information as provided by the technical support engineer for the particular hospital. The main cause of the harm is the wrong administration of contrast fluid resulting in internal damage of the patient. The internal damage remained unnoticed because the system stopped functioning (not caused by the system) and became unavailable. The procedure was rescheduled even though the system was ready to use a few minutes later. The unavailability of the system was caused by a mains power issue and because additional actions were required to completely switch on the system. After the event occurred the field service engineer investigated the issue and could not reproduce the failure of the system. After retrieving the log files for analysis he found that the system spontaneously shut down including the image digital processor (di). He later found that this was caused by the di having an independent mains circuit. The hospital mains connection to the system is installed as follows: the single hospital mains power supply has two paths to supply the different subsystems of the omnidiagnost: one for low power (user interface, geometry, imaging, etc), and the other for the power part (x-ray generator). The low power supply goes directly through current and earth leakage circuit breaker, but the generator, in addition to the specific circuit breakers, has a contactor to allow a generator emergency off through two buttons placed in the examination room and in the control room. The generator is powered via an additional circuit that allows switching off the power to the generator in case of an emergency. In the particular case, due to a (short) interruption of the hospital mains power, the system switched off and because of the additional circuit, the power to the generator remained off. Pushing the on-button of the system restored the geometry functions, but imaging was not possible because of the missing generator power. Adding such a circuit is a local-for-local solution and installed in agreement with hospital and regional regulations. The standard (philips) installation instructions do not pre-scribe such an additional circuit. Adding such a circuit increases the likelihood on power failures, but because the omnidiagnost is mainly used as a diagnostic system, this does not increase to the risk related to loss of functionality. After pressing a (reset) button on the additional circuit the generator power was restored and the system was fully functional again. Conclusion: - omni diagnost system was not involved in the initial cause leading to the internal damage of the patient. - the unavailability of the system was not caused by a failure mode of the omni diagnost system.